Event description:
The device was returned for a mechanical hardware failure (air compressor). Upon return, the device exhibited a red pump alarm at start up. Log files indicated a mechanical hardware failure (air compressor). The device also failed recharge test. The air compressor is not functioning properly. Internal investigation found the front housing is damaged due to broken screw mounts. Fva lip seals are showing drag. Therefore, the air compressor, front housing and fva lip seals will be removed and replaced during repair process.

Event description:
The following has been reported: biomed reported : "pump problem" a preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.